Manufacturer narrative:
Submit date 11/10/2015. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a gauze dressing. The representative reports telfa pad breaking down and coming apart before dressing has been used.

Manufacturer narrative:
Submit date: 02/02/2016 the MDR was entered in error. The type of gauze is not used in a surgical setting and therefore poses no risk to the patient for the reported condition.